Manufacturer narrative:
(B)(4): eval, results: (root cause cannot be determined due to limited info provided). Conclusions: no conclusion can be drawn (root cause cannot be determined due to limited info provided).

Event description:
The physician intended to implant a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lcx. The endeavor sprint stent was removed from its packaging and flushed prior to use. The device was advanced to the target lesion. The balloon of the device was inflated and deflated. The physician felt that the lesion had not been opened sufficiently and the device was removed. It was then observed that the endeavor sprint stent was not present on the stent delivery system. The stent had slipped off the balloon prior to use during removal of the protective sheath. The stent was located inside the removed sheath. The physician implanted another stent and the procedure was completed without any complications. No clinical sequelae were reported.